Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2022 when clots were noted. B5 event description updated. D6b explant date updated.

Event description:
Pinnacle flx study. It was reported that thrombosis occurred. In 2018, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, the patient presented to the emergency department with unspecified symptoms. Transesophageal echocardiogram (tee) revealed three thrombi in the left atrium, all attached to the device. The patient was discharged on eliquis. In (B)(6) 2022, during a follow-up examination, tee showed one thrombus was still present. A tee in (B)(6) 2023 revealed a thrombus measuring 0.8cm on the surface of the closure device. The patient has moved forward with scheduling open heart surgery to safely remove the clot, watchman device, and laa. It was further reported in (B)(6) 2023 the patient underwent surgical removal of the closure device and thrombus.

Manufacturer narrative:
Date of event - estimated as (B)(6) 2022 when clots were noted.

Event description:
Pinnacle flx study. It was reported that thrombosis occurred. In 2018, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, the patient presented to the emergency department with unspecified symptoms. Transesophageal echocardiogram (tee) revealed three thrombi in the left atrium, all attached to the device. The patient was discharged on eliquis. In (B)(6) 2022, during a follow-up examination, tee showed one thrombus was still present. A tee in (B)(6) 2023 revealed a thrombus measuring 0.8cm on the surface of the closure device. The patient has moved forward with scheduling open heart surgery to safely remove the clot, watchman device, and laa.